Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. The product has not been returned to isi for evaluation. A review of the advanced instrument log for the sureform 60 stapler instrument associated with this event was provided by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Per the fae, the logs show the stapler was installed on the system 2 times, and it fired 2 reloads (2 blue). On install 1, the first clamp was successful, and the firing was completed with no pauses for compression. On install 2, the first clamp was successful, but it was followed by a firing failure. The firing stopped at ~93% completion after a duration of ~52 seconds. The instrument was then removed, and it was not used again in the procedure. There were no stapler related errors in the system logs. The second stapler used in the procedure was installed 4 times, and it fired 4 reloads (2 blue, followed by 2 white) with 0 or 1 pause for compression on each. No errors relating to this stapler are shown in the system logs.

Event description:
It was reported that during a da vinci-assisted sleeve to bypass revision procedure, an incomplete staple line occurred while using a sureform 60 stapler instrument, requiring repair. The event occurred when the a blue sureform 60 reload was fired on a staple line from a previous surgery. Loose staples fell inside the patient as a result of this issue, and they were retrieved during the same procedure. A back-up sureform 60 stapler instrument was successfully used to complete the procedure. Per the surgeon, the issue was resolved, and the patient is doing fine. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details have been provided.